Manufacturer narrative:
Evaluation summary: the condition of an out of specification air-in-line printed circuit board was confirmed. The air-in-line printed circuit board was confirmed. The air-in-line printed circuit board was recalibrated. The device was returned to the customer fully operational.

Event description:
During product evaluation the pump's air-in-line printed circuit board was found to be out of specification. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.